Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault and controller fault alarms was confirmed via analysis of the returned system controller. The submitted and downloaded system controller event log files contained approximately 3 hours of data combined (10jun2023 from 11:53:03 ¿ 14:49:47 per the timestamp). Driveline communication fault and loss of left ventricular assist device (lvad) communication alarms that were associated with communication faults were captured throughout the log files. Due to the loss of lvad communication alarms, several pump parameters and settings, including the pump speed, were not recorded in the log files. The loss of lvad communication alarms intermittently cleared due to the communication faults resolving on their own. During the communication alarms, the log files also captured intermittent controller fault alarms on 10jun2023 from 11:53:04 to 11:55:55 that were associated with timebase faults. The driveline was disconnected on 10jun2023 at approximately 14:49:04 to exchange the system controller. The returned system controller passed functional testing and the controller initially performed as intended without any issues; however, while the controller was operating in a mock circulatory loop for an extended period of time a driveline communication fault alarm activated, reproducing the reported event. A log file was then downloaded after the alarm activated, and review of the log file revealed the same atypical behavior observed in the initial log files. Due to the events reproduced during the investigation, and the timebase faults seen within the log files, the controller¿s microprocessor was suspected to be cause of the events. Similar events were previously identified and a manufacturing analysis task was initiated to investigate issues related to the microprocessor chips on the main printed circuit boards manufactured by the third party supplier plexus. The investigation resulted in an external corrective action report (ecar) being opened for the supplier to investigate further on their end. The root cause of the driveline communication fault and controller fault alarms was suspected to be an issue within the controller¿s microprocessor; however, the root cause of the issue could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 02apr2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault, driveline communication fault, and loss of lvad communication alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR: 2916596-2023-03813. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline communication (comm) fault. The event log captured driveline comm faults from the beginning of the data capture and throughout the entirety of the log. Noted at times there was a total loss of comm on both lines a and b. The pump was still running but no parameters were displayed. Also noted some time base faults in the background indicating an issue with the system controller communications. In order to resolve the issue, both the controller and modular cable were exchanged. It was later communicated that the exchange of both products resolved the alarm.